Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, high/low/varying impedance values and false positive ventricular heart rate episodes with noise. It was suspected that the rv oversensing was related to an interference from the right atrial (ra) lead. The ra lead exhibited an impedance alert, rising and varying impedance. The rv lead remains in use. The ra lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.